Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 307 mg/dl with polydipsia, moderate ketones and abdominal pain associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient had received an empty cartridge alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not responding appropriately to an alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there was no pump history from the time of the event due to continued patient use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The current history shows loss of prime warnings related to the pump not primed after the pump was powered on. The pump performed the rewind, load, and prime steps and was exercised for 24 hours and completed without loss of primes occurring. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and there was no defects found to the force sensor.